Manufacturer narrative:
The affected device (manufactured in october 2003) was checked onsite by dräger service and the log file was provided to the manufacturer for detailed analysis. Based on the log file the reported problem could be confirmed. The log entries indicate that the device performed a warmstart due to a problem in the power source. The savina regularly checks the internal battery while in use. In case a deviation such as an intermittent contact in the battery connection is detected, a restart is initiated in an attempt to solve the issue. Analysis of the device confirmed an unsecured battery connection as the root cause of the restart. After the battery was secured again, a functional test of the device passed without deviation. The device reacted as specified to the detected deviation by performing a restart of the electronic system. During a restart the pneumatic system opens which reduces airway pressure to ambient pressure allowing for spontaneous breathing. The restart is combined with an audible and visible alarm of high priority. A restart lasts approximately 12 seconds, after which the device continues ventilation with the last settings. No similar incident, related to the same root cause, was reported within the last three years.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The investigation has just started. Results will be provided in a follow-up report.

Event description:
It was reported that the savina unit shut down while in use. There was no patient injury.